Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight unknown / not provided. Brand name unknown / not provided. Lot/serial # unknown / not provided. Device expiration date unknown / not provided. Device UDI number unknown / not provided. PMA/510(k) number unknown / not provided. Device manufacturer date unknown / not provided.

Event description:
The crown fractured and the dentist couldn't remove the abutment. We tried to remove the abutment with no success so we had to trephine the implant out of the area. Symptoms as a result of the event: fracture. Tooth location not reported.

Event description:
The abutment was fractured before she came to oral surgery office.

Manufacturer narrative:
An impl tapered scr-v ha 4.7 mm 4.5mm 10mm (tsvwh10) and unknown abutment were returned for investigation. Visual inspection of the as returned products identified blood and bone on the exterior of the implant and a fracture to the body of the abutment. Functional testing could not disengage the devices due to damage and fracture. No pre-existing conditions were noted on the per. The reported devices location is unknown and was used for approximately 1 year. Pictures or x-ray images were not provided. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (1234911). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. DHR review could not be performed, as the lot number associated with the reported product (unknown abutment) is not available. Complaint history review was performed for the reported lot number (1234911) for similar event and no other complaint was identified. No complaint history review could be performed without relevant lot and item information for unknown abutment. Based on the available information, device malfunction did occur and the reported event was confirmed. The following sections have been updated: b4: date of this report b5: describe event or problem g3: date received by manufacturer g6: checked "follow-up" h2: checked follow-up type h3: changed "no" to "yes" h6: entered evaluation codes h10: added manufacturer narrative.